Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It as reported that the pump battery was observed to be depleting quickly. Review of pump data showed the pump battery depleted from 100% to 50% within one day. In addition, the pump battery was observed to jump up without being connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.